Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 413 mg/dl. Troubleshooting was performed and insulin did not exit with plunger push. Insulin did exit with infusion set change. Troubleshooting could not continue as call was disconnected. Customer called back and advised that no delivery was due to a bent cannula. Customer would monitor blood glucose.